Event description:
It was reported that the customer experienced an intermittent elevated blood glucose (bg) level of 419 mg/dl- "high". Cause was not known. Customer address their bg with a correction injection and changed supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.